Event description:
It was reported by the customer that he needed assistance inserting the sensor and upon inquiring further, it was discovered that he had been hospitalized for high blood glucose levels. Blood glucose level was unk at time of hospitalization. Customer declined troubleshooting. Customer's blood glucose level was 287 mg/dl. At time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).